Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient had concern with the gaps on both sides of the upper row which were still there after doing as instructed. A confirmed posterior open bite was present so a resting period was extended.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.